Event description:
It was reported to ventec that the device provided an alarm indicating very low fio2 (fraction of inspired oxygen) readings, and that it was providing inaccurate fio2 readings. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.